Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judy2115 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported that the plastic piece of the statlock device is detaching from the adhesive backing. It was further reported that this incident has occurred three times over the last two weeks. This report addresses the third occurrence.